Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device did not turn on and smoke was observed from the pcb board. There was no patient involvement.